Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: although the report of a system error code 133.6090 was confirmed during log review, the error was not reproduced during laboratory testing. Review of the pcu error log showed, prior to the issue being reported, the reported error code 133.6090.0 occurred twenty-three (23) times from 28 july 2024 to 10 march 2025. Further review of the logs showed, from 28 july 2024 to 10 march 2025, the pcu recorded battery completely discharged in the battery logs for ta total thirteen (13) times indicating the battery depleted while not in use. There was no record of battery conditioning being performed after any record of battery completely discharged. Laboratory testing found the pcu was operating as expected. External and internal inspection found no issues related to the reported complaint. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per service bulletin 592a, the pc unit is shipped with the battery in a discharged condition. Before the pc unit is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaris system is first set up for patient use. Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The battery should be fully charged (16 hours) at least once per year to prevent leakage and deterioration in performance due to self-discharge. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. The battery should be replaced every 2 years by qualified service personnel. The device was reported with no patient involvement. Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported issue that the device displayed an error code 133.6090 was not determined during the investigation. The error code error could not be replicated during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had system error code 133.6090 whenever attempting to power on the device. There was no patient involvement.